Event description:
Ge-oec field service engineer, observed an intermittent image quality problem while performing an annual pm in 2007. No patient injury. Image is very dark in contrast on intermittent basis. Suspect faulty image processor.

Manufacturer narrative:
Troubleshooting revealed faulty image processor. First replacement image processor received doa, caused failure of cine bridge/disk control pcb. Received and installed second replacement image processor, cine bridge and disk control pcb's, system operating as intended.